Manufacturer narrative:
Event description: as reported, during a ureteroscopy and laser lithotripsy, the basket wires of an ncircle tipless stone extractor became kinked, preventing the basket from closing. The device was tested prior to use. The device was advanced through a scope multiple times to reach a stone in the lower pole of the kidney. The patient's anatomy was tortuous, and the scope was "severely flexed". After several attempts, the basket wires became kinked, and the basket would no longer close. The device was removed from the patient, and another device of the same type was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control procedures. One ncircle tipless stone extractor was returned in an open package for investigation. The basket shape did not have a symmetrical shape. The basket sheath was kinked in multiple locations. The yellow support sheath was partially severed 1 mm from the handle. The handle did not actuate basket formation to the fully open position. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are are inspected for damage and verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The cause for the damage could not be conclusively determined. Excessive force may have been inadvertently applied to the device; with the severe flex of the scope and the large number of cycles through the scope contributing to the issue. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, during a ureteroscopy and laser lithotripsy, the basket wires of an ncircle tipless stone extractor became kinked, preventing the basket from closing. The device was tested prior to use. The device was advanced through a scope multiple times to reach a stone in the lower pole of the kidney. The patient's anatomy was tortuous, and the scope was "severely flexed". After several attempts, the basket wires became kinked, and the basket would no longer close. The device was removed from the patient, and another device of the same type was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Age - "early 60s". PMA/510(k) #- exempt. Device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.